Event description:
It was reported that pump was difficult to charge at times, and display screen was hard to see. There was no reported impact to the customer¿s blood glucose level. No follow-up was requested by the customer and no additional actions were taken, with no further information received regarding the outcome of the event.